Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed but the exact cause remains unknown. One 4 fr sl powerpicc solo catheter was returned for evaluation. Evidence of use and blood residue was present on catheter and extension tubing. The catheter length was not trimmed down. Two kinks were present at the 2 and 10 cm depth markers. The catheter was observed to have compression damage between the 12 and 14 cm depth markers. The catheter was flushed with water using a 12 ml syringe and a leak was observed at the 2 cm depth marker. Microscopic observation of the leak location revealed a circumstantially aligned split. The split edges and surface were observed to be rough and granular. Material indents appeared to be visible at the corners of the split. Indents were also visible at the compressed region near the 12 cm depth marker. The catheter was cut near the 3 cm depth marker in order to measure the catheter diameter and wall thickness. The wall thickness and outer diameter were found to be within manufacturing specification. The characteristics of the split suggest repeated kinking of the catheter leading to material fatigue likely contributed to the formation of the split; however, the indents present near the split locations may have been a contributing factor. The source of the compression and indent damage is unknown. Since a split in the catheter was observed, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that leaking observed from PICC line post insertion during infusion. Catheter has developed a leak about 10cm from the hub.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reer2039 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reer2039) have been reported from the same facility in (B)(6).

Event description:
It was reported that leaking observed from PICC line post insertion during infusion. Catheter has developed a leak about 10cm from the hub.